Manufacturer narrative:
Additional information : upon follow up it was reported 17 days after the event onset, the pd catheter was removed (previously reported as seven days after event onset). The patient remained on hemodialysis therapy twice a week. On an unreported date, antibiotic therapy was discontinued. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and vomiting. The breach in aseptic technique was further described as the patient made a mistake. The same day as the event onset, the patient was hospitalized and got discharged. The patient was treated with vancomycin injection (1gm start dose, intraperitoneal, frequency and duration were not reported), imipenem injection (1gm, one bag per day, intraperitoneal, duration was not reported) and amikacin injection (100mg per day, intraperitoneal and duration was not reported) for the event. Six days after the event onset, the patient was again hospitalized for the event of peritonitis and got discharged two days later. Seven days after the event onset, pd therapy was discontinued, the patient's pd catheter was removed and hemodialysis was started. At the time of this report, the patient was recovering from the event and was retrained on the proper aseptic technique. No additional information is available.